Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg was explanted for an unknown reason.

Manufacturer narrative:
A patient's ipg was explanted for an unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.